Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath during sheath aspiration, air was still present in the sheath tubing after multiple blood aspirations. A leak was also indicated. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath during sheath aspiration, air was still present in the sheath tubing after multiple blood aspirations. A leak was also indicated. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that there was no fluid leak of blood or saline noted. Only air was present in the tubing, which appeared right after the blood aspiration while the syringe was still attached to the sheath, suggesting that air potentially came from the sheath valve. No air was visible inside the sheath itself, only in the sheath tubing.

Manufacturer narrative:
B5: describe event or problem- updated. H6: device codes- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.